Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd female adaptor was damaged. The following information was received by the initial reporter with the following verbatim it was reported by the customer that identified a crack on the luer.

Manufacturer narrative:
The customer reported a crack on the luer, and returned photo evidence of the crack on material 1022-091-032, lot 3261187. Upon initial visual examination, the set verified the complaint of component damage. The complaint details were forwarded to the manufacturing site, north america molding center (namc). Namc performed a device history record¿s review (DHR) of batch # 3261187, including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. Namc was unable to identify a root cause for the component damage.